Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported there was a cutting problem. There was no patient injury. They opened a new pack and everything went fine.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in an unknown sterilization pouch with a bl5425wv pack label wrapped around it. The lot number on the label was v5295. The tip protector was not returned. The needle was pushed inside the aspiration line connector and tubing and was taped in place. The needle was bent in two places. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle would not enter the port and was bound up due to the severity of the bend. The cutter cannot function properly in this condition. The cause of the bent needle cannot be determined.